Manufacturer narrative:
Concomitant medical product: 5068-58 lead, implant date: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance and potential insulation breach. It was also reported that the patient experienced a "thumping sensation" around the pacemaker pocket area. The right atrial (ra) lead was reprogrammed from unipolar to bipolar and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Optimization of the right ventricular (rv) lead was considered to decrease the "thumping sensation". The rv lead remains in use.